Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" and "unresolved result". Customer reported that they are continuing to have false positive issue on exebp on side b along with increase in unr and shaky curve. Field service and application specialist was onsite to assist. Field service replaced the z-gantry, updated the firmware, and calibrated the reader and performed a successful qualification and qpm run. Application specialist and field service was able to run old positive and negative sample with satisfactory results. Field service and application specialist train the customer on sample preparation and workflow. Field service replaced both heater mux and performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and this case was opened as the false positive issue earlier in (B)(6) 2021 was not resolved and customer was receiving an increase in unr and shaky curves but for a side. Field service replaced the reader for that complaint. In (B)(6) 2021, the instrument experience increase in unr and shaky on b side for exebp. Field service normalized the readers, performed cal-rack and tray alignment. No samples were returned for investigation, returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service and application specialist during visit. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive result due to shaky curves with the extended bacterial panel. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "ongoing false positive issue" "application specialist came to remote technical support with a customer that has a recurring issue with unr and shaky curves with the extended bacterial panel."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive result due to shaky curves with the extended bacterial panel. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "ongoing false positive issue." "Application specialist came to remote technical support with a customer that has a recurring issue with unr and shaky curves with the extended bacterial panel."